Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified right coronary artery. The 3.0x20 mm trek rx balloon dilatation catheter (bdc) was prepped per the instructions for use (IFU) and advanced with resistance noted with the anatomy. The bdc was inflated normally to 14 atmospheres (atm) once with no issues. The bdc was pulled back to look at the angiogram and some haziness was noted. The bdc was removed without resistance and when outside the anatomy it was noted that the balloon material was not on the catheter but remained in the vessel. A stent was used to embed the material in the vessel wall and the patient is doing fine. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported physical resistance, separation and patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report the following information was provided: returned device analysis identified that the distal shaft was separated and not returned. Follow up with the account provided that the distal shaft was embedded with the balloon material. No additional information was provided.